Event description:
After a fall, the pt experienced loss of stimulation. Explantation/reimplantation surgery was performed in 2001. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.